Event description:
Related manufacturer report number 3006705815-2023-07208. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. As a result, surgical intervention was undertaken wherein the lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3-date of event is estimated.